Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had multiple sensors reading wrong and alarmed low threshold suspend. The customer has been having ongoing issues. The customer's blood glucose was 157mg/dl. Customer stated they were having some sensor glucose and blood glucose issues. Assisted customer with calibration, blood glucose was 121mg/dl and sensor glucose was 135mg/dl. The customer also mentioned sensor glucose was 70mg/dl and blood glucose was 148mg/dl. Customer stated the three previous sensors, gave her problems where the numbers were not close. Agreed to replace the device.